Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that mold was observed in the drain bag after 2 days of use.

Manufacturer narrative:
The reported event was confirmed as cause unknown. The visual evaluation noted an unknown foreign material in the bag and tubing. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "bard® infection control 100% latex-free urinary drainage bag ¿ bacteriostatic collection system ¿ bard ez-lok¿ sampling port ¿ contains no latex single use only. Do not resterilize. For urological use only. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations. Directions for use: visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or damaged or if any imperfection or surface deterioration is observed, do not use. 1. Remove protective cap from drainage tube catheter adapter and connect drainage tube to catheter. 2. Position hanger on bedside rail near the foot of the bed. 3. Use sheeting clip to secure drainage tube to sheet. Important: position drainage tube in a straight fashion from catheter to drainage bag. 4. To empty bag: a. Remove outlet tube from housing: gently squeeze connector arms and pull tube from housing. B. Release clamp and empty bag. C. After emptying, reclamp outlet tube and slide connector into housing until connector arms engage. Note: if specimen is required, see directions for using urine sample port. 5. Periodic observations of this system should be made to ensure the urine is flowing freely. If a standing column of urine is observed, check for correct positioning of bag and then for a physical obstruction. If correct positioning or removal of physical obstruction does not allow free flow, the bag may have to be changed. Directions for using bard ez-lok¿ sampling port: bard ez-lok¿ sampling port accepts a luer-lock or slip tip syringe. 1. Kink drainage tubing a minimum of 3 inches below the sampling port until urine is visible under the access site. 2. Swab surface of site with antiseptic wipe. 3. Using aseptic technique, position the syringe in the center of the sampling port. The syringe should be held perpendicular to the surface of the sampling port (at approximately 80-100 degree angle). Press the syringe firmly and twist gently to lock the syringe onto the sampling port. Note: improper penetration technique could cause formation of a drop of urine on the surface of the sampling port. Periodic observation of the sampling port is recommended. 4. Aspirate desired volume of urine. 5. Unkink tubing and send specimen to laboratory." Correction: MFR site.

Event description:
It was reported that mold was observed in the drain bag after 2 days of use.